Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that duirng vitrectomy surgery, an ophthalmic system cutter stopped working. The surgery was completed by replacing the system. There was no patient impact reported. This report pertains to the ophthalmic system involved in this reported event.

Manufacturer narrative:
Corrected information was provided in d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. The company representative was able to replicate the reported event. A nonconforming pneumatic module was replaced to address the issue. However, the module was returned for testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The nonconforming pneumatic module was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. A visual inspection of the returned sample revealed no obvious nonconformity. Module was installed onto a console and sm was displayed. The module was opened and the connector pins on j1 connector of the pneumatics transducer pcb found bent out of position as well as ribbon cable marked abcp1 connecting j1 to j7 of the pneumatics controller pcb found damaged. The root cause of the reported event is attributed to a nonconforming pneumatic module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.